Event description:
Related manufacturer reference number: 2017865-2021-36206. It was reported that the patient experienced phrenic nerve stimulation and presented in clinic. Upon device interrogation, the right ventricular lead exhibited failure to capture. It was suspected that the lead had exhibited perforation but was not confirmed with x-ray imaging. The right atrial lead also exhibited low impedance and high impedance. Fracture was suspected but was not confirmed. The patient was brought into procedure. During the right ventricular lead exhibited failures to extend and retract the helix. Both leads were explanted and replaced successfully. The patient was stable post procedure.